Event description:
Information was received from a family/friend of a patient who was implanted with a neurostimulator (ins). It was reported that since the date of implant, the patient has met with a manufacturer representative probably 4 times for programming, caller said sometimes if patient's not getting relief they move stuff around and change stuff up. Now that the patient's ins battery is not charged the patient realizes that she was getting more relief than she thought. Caller did not know of specific dates that the patient has met with the reps or when she made them aware of wanting programming. Since probably a week or so ago, the patient has been having issues charging her ins; the rtm is getting hot on the paddle and box part. Patient has reset her controller a couple of times and she is still not able to connect her controller to her ins to charge her ins. Patient hasn't received any error codes on the controller screen. Patient was last able to charge her ins on sunday or monday (B)(6). The patient typically never shuts off her stimulation. Caller spoke to the repairs department and a new rtm was sent to the patient. No further complications were reported. Additional information was received. Consumer reported it slowly stopped working and it was overheating. They were sent a new one and the issue was resolved. No further complications reported/anticipated.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found the cable insulation was torn at the donut end and the device was scrapped. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.